Event description:
Based on a review of the provided medical records: on (B)(6) 2011 - laparoscopic repair of recurrent ventral hernia with composix l/p mesh. A significant amount of adhesions were noted at the hernia site, including a loop of small bowel adhered to the abdominal wall. On (B)(6) 2011 - exploratory laparotomy and drainage of intraabdominal abscess with removal of infected mesh. Patient hospitalized and treated with IV antibiotics.

Manufacturer narrative:
Based on a review of the provided medical records, we are unable to determine whether the device may have caused or contributed to the alleged event. The patient reportedly developed an abscess two weeks after implant of the composix l/p mesh. While there is no indication that the mesh was the source of the reported infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The mesh was returned for evaluation however, there is no way to determine, based on the sample received, whether the mesh may have caused or contributed to the reported abscess. Without additional information, no conclusion can be drawn.